Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, after the handle was rotated 180 degrees, the distinct click sound was heard, and then one band was deployed successfully. The handle was rotated again to deploy another band; however, the distinct click sound was not heard, and the band could not be deployed. It was noticed that the bands were knotted and twisted together. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had six band still attached to it with the suture broken and the handle did not have evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that there were still six bands attached in the ligator housing, the handle did not have evidence that the trip wire was secured, and the suture was broken. Although the returned device had broken suture, this condition is not considered a failure mode because this occurred when the physician trying to remove the device from the scope. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anal canal during an endoscopic hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, after the handle was rotated 180 degrees, the distinct click sound was heard, and then one band was deployed successfully. The handle was rotated again to deploy another band; however, the distinct click sound was not heard, and the band could not be deployed. It was noticed that the bands were knotted and twisted together. The procedure was completed with another of the same device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.